Manufacturer narrative:
The customer¿s report of heparin possibly infusing faster than expected was neither confirmed nor replicated. The pcu event log shows that at 7:47 pm on (B)(6) 2017 the device was programmed to infuse heparin 25000unit in 250ml at 15.2ml/hr. The infusion continued until 2:50 pm on (B)(6) 2017 when the device was channeled off. The volume recorded as being infused during this period was 541.681ml during the infusion, the rate was changed to 13.3ml/hr, 11.4ml/hr and 15.2ml/hr. There was 1 rapid bolus of 6650 units (66.5ml) delivered. Functional testing found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The starting volume of the fluid container cannot be determined through device logs. The root cause of the elevated ptt and possible overinfusion was not identified.

Event description:
The customer reported that ptt results were greater than 180 after repeated bolus doses of heparin were given and the customer is questioning if the pump inaccurately delivered the heparin. The heparin concentration was 25,000 units in 250 ml of normal saline and it was hung as a primary infusion. There was no apparent harm to the patient but there was increased lab monitoring.